Manufacturer narrative:
The investigation did not identify a product problem. Based on the limited data available, the cause of the event could not be determined.

Manufacturer narrative:
Unique identifier (UDI) #(B)(4). This event occurred in (B)(6). The field service representative changed the pinch tubes and performed maintenance. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys vitamin d total ii results for 1 patient sample on a cobas 6000 e601 module. Two sets of result comparisons were provided. It is unknown which set of results, and which date of the event, were actually alleged. On (B)(6) 2020, the first comparison was for an initial result of 163 nmol/l and the repeated result of 33 nmol/l on a siemens module. On(B)(6) 2021, the second comparison was for an initial result of 165.1 nmol/l and a repeated result of 33.1 nmol/l on an lcms platform. The initial result was reported to medical personnel and they requested the sample be tested in another laboratory. The reagent lot number is 52905500. The expiration date was not provided.